Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device return availability and detailed product information could not be retrieved since the event was reviewed from a literature study. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
Per literature review, it was reported that atrial fibrillation (a fib) and conduction abnormalities occurred. In this single-center study at the (B)(6) hospital, between (B)(6) 2024 and (B)(6) 2025, 15 patients with paroxysmal atrial fibrillation (af) underwent pulse field ablation (pfa) procedure with the farawave catheter. 10 out of the 15 patients exhibited pfa induced conduction abnormalities in the svc, including conduction delay or partial isolation. Partial superior vena cava (svc) isolation was observed in 7 patients, with 3 developing svc originating af that required additional svc ablation. During a 3 month follow up period, af recurrence was documented in 2 patients, however, no redo procedures were performed. Importantly, in the 3 patients in whom svc triggered af was identified and treated with additional rf ablation targeting the svc, no recurrence was observed during follow up. No device is expected to return as this is from a literature review.